Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5,d8, h2, h3, h6, h11. The device was returned to olympyus and the failure was confirmed and determined the following cause: this event was caused by a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information. Updated fields: b2, b5, d9, h6 the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sheath was retrieved with forceps and there was a 5 minute surgical delay. There was no patient harm.

Event description:
During a transurethral resection in saline (turis) procedure, the distal end of the sheath broke and fell into the patient's bladder. The procedure was completed using a back up device and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.